Event description:
Info received, indicates the bed functions from the siderails are only working intermittently.

Manufacturer narrative:
The technician replaced both siderail ucm boards and cables to repair the bed.